Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 1.7 mmol/l, 2.7 mmol/l, 6.5 mmol/l and 11.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR for the freestyle optium neo meter were reviewed and the DHR showed the freestyle optium neo meter passed all tests prior to release. DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Unable to review the retain testing as strips expired on 30-nov-22. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. (Lot number) should also include strip lot 4500185274 as the customer was using two sets of strips to obtain the reported readings. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 1.7 mmol/l, 2.7 mmol/l, 6.5 mmol/l and 11.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.